Event description:
Reporter calling from (B)(6) hospital. She states she received a letter today from b. Braun regarding recalled epidural anesthesia kits because they contain an incorrect filter straw. Reporter states the recall affects two lot numbers of the device. Reporter states she is unaware of any patient injuries at the present time. Reference report: mw5118999.